Event description:
It was reported that the pump had a "non-compliant screen and cassette alarm". There was unknown patient involvement.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received. Per visual inspection, damaged dso seal, scratched lens, damaged battery compartment. The complaint was duplicated. Visual testing found a damaged dso seal, scratched lens, and damaged battery compartment. The root cause was scratched lens and defective dso sensor. Replaced dso sensor, dso seal, lens, and battery compartment. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.